Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in finland. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the skin mesher did not mesh the skin completely, and the blade may have been dull during surgery. No additional procedural or environmental details were provided. No known impact or consequence to the patient. Attempts have been made and no further information has been provided. Due diligence is complete.